Event description:
Kids kit that was attached to umbilical arterial line broke off. Infant started bleeding back via uac. Rn at bedside quickly noticed bleeding and promptly clamped the line. FDA safety report ID # (B)(4).